Event description:
Hospital staff were attempting to pace a pt, condition of pt not reported. Reportedly during attempt, pacing would intermittently stop. A back up device was obtained and used to continue treating the pt. The reporter states no adverse outcome to pt due to availablity of backup. Pt outcome not reported.